Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02027. It was reported that the patient's leads have migrated. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.